Manufacturer narrative:
The fse went on-site and tested all products referenced in the reported event in accordance with the performance test listed in the service manual. All tests passed, including both visible and audible alarm notifications. This report is complete, and the issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2021, an ultraview sl central is missing some pause events. There was no reported injury to any patient in association with this report.